Event description:
It was reported that an 840 ventilator generated error codes which rendered the ventilator inoperable condition. The ventilator was not in use on a patient at the time the issue occurred. The service engineer (se) verified the issue and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
A breath delivery printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection found no table conditions. No errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.